Event description:
It was reported that the pt was implanted with the implantable neuro stimulator (ins) and had redness over the neurostimulator with no visible fluid post operative. Pt received antibiotics and had fully recovered. An allergy test was not performed. Additional info has been requested and will be provided when available.

Manufacturer narrative:
(B)(4)